Event description:
Boston scientific crm received information from the health care personnel that this implantable right ventricular (rv) defibrillation lead was to be explanted due to unspecified reason. The caller was requesting information as to what size sheath to use for extraction. The local area sales representative was contacted for more information, and confirmed that fracture was the reason for explant. There were no reported adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned severed at 23 centimeters (cm) from is-1 pin. Only the proximal segment of the lead was returned. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. To date, information suggests that this medical device was explanted but has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information would become available, this report will be further evaluated and updated.